Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. Product was returned for investigation .the product passed visual inspection. A voltage test was performed and passed. A pairing test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.